Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a failed connector board due to spilled reagent into the instrument. The connector pcb, tube lifter, stepper motor and 70-cable were replaced. The instrument was inspected, tested without further problem, and returned to svc.